Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, and h10 this device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f avanti+ with mini-guidewire catheter sheath introducer (csi) ruptured when the catheter was removed. The material was recovered after new vena puncture using an unknown lasso. There was no reported patient injury. One non-sterile unit of a si avanti+ 6f std w/gw no obt was received for analysis. During visual inspection, the cannula was found separated approximately 5 cm from the hub. No other anomalies were noted. Sem analysis was performed and presented evidence of elongations. A product history record (phr) review of lot 18147259 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The cannula was received separated therefore, the reported event ¿cannula - separated - in patient¿ was confirmed. The separated area of the device presented evidence of elongations. These findings are commonly associated with separations caused by material tensile overload. Therefore, it is assumed the cannula was induced to a tensile force that exceeded the material yield strength prior to the separation. Patient specific vessel characteristics and/or withdrawing the device against resistance may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged. To exchange catheters, slowly withdraw the catheter from the csi and repeat the insertion procedure.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18147259 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 6f avanti+ with mini-guidewire catheter sheath introducer (csi) ruptured when the catheter was removed. The material was recovered after new vena puncture using an unknown lasso. There was no reported patient injury. The device will be returned for evaluation.